Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A DHR could not be performed as the lot# is not known.

Event description:
It was reported with the use of the bd ultra-fine¿ pen needle there was an issue with needle breaks during use. There was no report of injury or medical intervention.